Manufacturer narrative:
A ge service representative performed an onsite investigation. The orbital motor assembly clutch was identified as being defective. The repair is pending customer approval of the quote.

Event description:
The customer reported that the system displayed a motion disabled error message and was unable to perform motorized movements. This is critical for the type of imaging the motorized c-arm was designed for. The system would be effectively unusable. There is no report of patient injury.